Manufacturer narrative:
Sensory medical has followed up on november 26, november 30, and december 10, 2024 for information needed for the complaint investigation and no further replies from the complainant were received. There was no report of injury as a result of the event.

Event description:
Per complainant, their child kicked out the tech hub monitor and they are able to elope. A picture shows the tech hub hanging by the slider as the zipper is separated. The picture shows no lock in use. The customer representative requested the order number to help connect the complainant for repairs through the dme. The complainant stated she no longer had that information but was attempting to connect with the supply company she purchased the bed from. Additional emails were sent by cubby beds on november 26, november 30, and december 10, 2024 and no further replies from the complainant were received. There was no report of injury as a result of the event.